Event description:
The report received from the affiliate indicated that during deployment of an enterprise vrd and delivery stent using a prowler select plus microcatheter (mc), the physician noted that the proximal tip of the enterprise stent was not fully deployed/expanded. The whole system was removed from the mc. The physician used another enterprise vrd and delivery stent and another mc to complete the procedure successfully. There was no reported patient injury. There was no reported loss of access to the target lesion as a result of the product issue. There was no reported product issue with the mc. An adequate continuous flush was maintained to the mc at all times. Both products were prepped properly according to the instructions for use (IFU). There were no product issues noted during preparation.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During deployment of an enterprise vrd using a prowler select plus microcatheter (mc), when the stent was being deployed from the mc at the position of the aneurysm neck it was noted that the distal tip of the enterprise stent opened only 70% of the diameter. The entire system was removed from the mc. Another enterprise vrd and another mc were used to complete the procedure successfully. There was no reported patient injury. There was no reported loss of access to the target lesion site as a result of the product issue. There was no reported product issue with the mc. An adequate continuous flush was maintained to the mc at all times. Both products were prepped properly according to the instructions for use (IFU). There were no product issues noted during preparation. There are no further procedural details regarding the use of the device. (B)(4): the product was returned for inspection. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 10020149. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Conclusion: the enterprise stent and prowler select plus microcatheter (mc) were received for analysis. The enterprise delivery wire was not received. The stent was received deployed and fully expanded. A kink/bent condition over the mc was noted at 3 cm, 63 cm, 70 cm and 144.5 cm from the distal end of the hub. No dry blood residuals or saline solution were observed in the mc or stent. A cordis lab sample 0.018'' guidewire (gw) was introduced from the proximal end of the mc and despite the damages of mc; the gw was able to go through the mc with some resistance/friction at the damages sections. The ID from the mc was measured and was found within specification. The structure of the received stent was observed under microscope and visual system and no anomalies or damage was observed. In addition, a picture of the enterprise stent, which was involved in the event, was received. It had been deployed outside of the patient after withdrawn. The picture shows incomplete expansion of one half of the stent (reported as the distal end). With review of the picture, no conclusion can be made since due to the resolution of the picture and without further magnification the details of the stent structure cannot be visualized. No further pictures prior to packaging and sending are available. Functional testing could not be done with the returned enterprise device since only the deployed stent was received. Therefore, in order to attempt to duplicate the event as reported by the costumer, functional testing with a lab sample enterprise vrd and delivery wire through the returned prowler select plus mc. When delivering the lab sample enterprise system through the mc resistance was encountered at 3.6cm from the distal end of the hub at one of the areas that was received with a kink/bent condition; the device was not able to go through the mc. After this the lab sample stent was deployed manually with no anomalies in the stent noted with microscopic inspection. Obstruction of the returned prowler select plus mc was not confirmed; however there was inner lumen resistance due to kinks/bends on the returned device. The mc ID was within specification. The reported incomplete expansion of the stent was confirmed based on the returned picture of the stent after it was deployed outside of the patient. Analysis of the returned deployed stent found it to be fully deployed without any stent defects or anomalies contributing to the reported event. With functional analysis of the concomitant mc, an 0.018 gw was able to pass through the device with some resistance. Although these kinks prevented a lab sample enterprise from being delivered through the mc, it did not result in any damage or expansion issues with attempt to recreate the reported event. The cause of the kinks over the mc, found during analysis could not be determined, however, these do not appear to be manufacturing related; procedural factors/post procedural handling may have contributed to these. It is possible that continued advancement of the enterprise vrd against resistance during procedural use may have contributed to the reported event; however based on the available procedural information, no conclusion can be made. The returned stent and mc did not present with any manufacturing defects or anomalies contributing to the reported event. Therefore, no corrective actions will be taken at this time.